Manufacturer narrative:
Correction: b3. Additional information: b5, h6.

Event description:
New information received stated that the backup vvi operation occurred due poor telemetry. The device went into backup operation on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin. Net with the implantable cardioverter defibrillator in backup vvi operation. The patient was brought to the clinic and normal device function was successfully restored. No patient symptoms were reported. The patient was discharge from the clinic following the device restoration.